Manufacturer narrative:
.

Event description:
It was reported that during a follow-up visit to turn on seizure detection, it was not possible to program a patient's device because the following error messages appeared: "failed to receive program acknowledgement. The generator may or may not have been programmed to the desired settings. It is recommended that the generator be interrogated to verify the parameter settings." It was reported that when they tried again to interrogate that device, the following error message appeared: "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance, or other reason). Reprogram the pulse generator to a lower output current and a wider pulse width." The error message was showing an error code 375, which is a communication error. Further information was later received from the physician, indicating the errors were caused by the communication interruption (error) during programming the output current. It was reported that as the patient had already left the hospital, the patient will be called back in to perform the interrogation the next day. It was advised to re-interrogate the generator after the programmed off-time would elapse. Additional information from the physician indicated that the patient was indeed interrogated the day afterwards and no programming errors occurred. The interrogation and re-programming was possible without any problems. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No patient adverse events were reported.

Manufacturer narrative:
(B)(4)